Manufacturer narrative:
Additional information was added to b5, f10/h6: device codes, h3, h4 and h6. B5: it was further reported the solution was leaking out of the blue cap. H4: the lot was manufactured from january 20, 2020 - january 21, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which observed solution inside a green overpouch that contained the device. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the primary green overpouch prior to patient use. The device was filled with 6000mg cefazolin in 0.9% sodium chloride. There was no patient involvement. No additional information is available.